Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of sample. A batch review was not performed as lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device was discarded. The lot number is unknown therefore a batch review will not be conducted. If additional information becomes available, a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center regarding a system error 2267 (air in fluid in set) during dwell 3 of 5 on the homechoice. The technical service representative (tsr) explained alarm and had the nurse cycle power to clear them. The tsr explained needed to start over with new supplies and call peritoneal dialysis nurse in the next 24 hours and let her know what happened. The cause of the alarm was undetermined. There was no patient injury or medical intervention reported.